Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
The customer contact reported the male adapter of the tubing set could not be disconnected from the lumen of the arterial catheter; subsequently, the arterial catheter needed to be replaced. The male adapter of the tubing set was connected to the lumen of the arterial catheter that was placed in one of the patient's radial arteries. The arterial catheter was being used for invasive blood pressure monitoring and for frequent blood draws. After an unspecified length of time in use, the nurse attempted to remove the male adapter of the tubing set and the male adapter could not be disconnected from the patient's arterial catheter. The patient's arterial catheter and the tubing set were replaced and the monitoring was resumed. There were no reported adverse patient effects. The customer contact reported this as a "very critical delay" due to the inability to monitor the patient. Though requested, no additional information was provided.